Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for fungus (2cfu/111ml) during a routine surveillance culturing test on (B)(6) 2018 at the facility. The subject device reported tested positive again for fungus(1cfu/97ml) and unspecified bacteria.(3cfu/97ml) during an additional surveillance culturing test on (B)(6) 2018. It was reported that the user facility had reprocessed the subject device using an olympus automated endoscope reprocessor etd3 (not available in the USA) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for staphylococcus coagulase negative(1cfu/100ml)and bacillus spp. (1cfu/100ml)but the testing result cleared (B)(6) guideline. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".